Manufacturer narrative:
H10. B4 updated.

Event description:
It was reported that during a shoulder rotator cuff surgery, the biosure screw fractured. All broken fragments was removed by tweezers. Patient health status was good. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it was received outside of its original packaging. The screw is fractured on the distal end, and there is debris throughout the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. It has not been reported whether the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff surgery, the biosure screw fractured. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.